Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date: n/a. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd insulin syringe with the bd ultra-fine¿ needle had the stopper missing from the syringe. There was no report of exposure, serious injury or medical intervention.

Event description:
It was reported that the bd insulin syringe with the bd ultra-fine¿ needle had the stopper missing from the syringe. There was no report of exposure, serious injury or medical intervention.

Manufacturer narrative:
Correction: due to an it issue beginning on 7/3/2018, previously filed emdrs did not contain required fields. This supplemental emdr is filed to provide the following omitted fields: sex: male. Event attributed to: other. Device single use?: no. Device returned to manufacture: yes.

Event description:
It was reported that the bd insulin syringe with the bd ultra-fine¿ needle had the stopper missing from the syringe. There was no report of exposure, serious injury or medical intervention.

Manufacturer narrative:
Investigation summary: customer returned (1) loose 1/2cc, 12.7mm syringe. Customer states that the stopper was missing from the syringe. The returned syringe was examined and exhibited a missing stopper. No damage to the plunger rod was observed. Sample will be forwarded to manufacturing (holdrege) on 27jul2018 for further review. Based on the samples / photo(s) received the investigation concluded: confirmed: bd was able to duplicate or confirm the customer¿s indicated failure. A review of the device history record was completed for batch#: 7107906. All inspections and challenges were performed per the applicable operations qc specifications. There was one (1) notification [200697700] noted for missing stoppers. Level a investigation: complaint evaluation / complaint history check for the event(s) that occurred. Severity: s_1__; occurrence: a complaint history check was performed and this is the 1st related complaint for missing stopper on lot#: 7107906. Investigation conclusion: probable root cause for missing stopper: at the stopper assembly on the metro machine as the dial for the plunger comes around for the marriage of the stopper to plunger, a plunger could get hung up in the dial and not allow the stopper to assemble to the plunger. Based on the investigation, no CAPA is required at this time. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends.